Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's blood glucose was high and insulin pump had no alarm. Blood glucose was unknown. Customer's blood glucose was down when using other insulin pump in hospital but very high when using his insulin pump. Customer was performing motor displacement test and it was pass. The insulin pump will be returned for analysis.